Event description:
Customer's father reported that the insulin pump had alarmed for no delivery. He stated that the reservoir was bad and that something was also wrong with the insulin pump. He stated that they had changed the site four times but that did not resolve the continuous no delivery alarms that they were receiving. He stated that the customer's blood sugars had been very high. The blood glucose reading was 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.